Manufacturer narrative:
The cause of the malfunction was due to failure in the navigation ring. The suspected front bezel (with navigation ring) was returned to philips for failure investigation. The technician documented the following conclusion/root cause, "the product investigation lab (pil) has verified that the navigation ring located on the top right portion of the front bezel did not operate as expected. In addition to the previous, with the nav ring connected to the standard test bed (stb) during test vent operation, the navigation ring did not provide consistent increase and decrease of numerical setting choices in a linear fashion when used. Pil concluded that the nav-ring is faulty."

Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator's alarm volume did not increase. There was no patient involvement when the issue occurred. No patient or user harm reported. The device was evaluated, and the service engineer (se) confirmed the customer's issue. The se reported that the issue was improved by replacing the front bezel. The issue was resolved, and returned to service. A follow up was performed with the key market (km), and the responder reported that the customer was intentionally generating an alarm that would activate the alarm volume escalation feature for a test. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.